Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported the pump module's and syringe pump's have had "unknown error messages" while connected to pcu. Issue was resolved when pumps were changed out. These were generic issues reported, no event specifics were available. This was prior to implementation with a patient, pre surgery discovery. There was no patient involvement.